Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to call back if any malfunction code reappears.